Event description:
Medics responded to a cardiac call, patient condition not reported. The patient did have an internal pacemaker. The device operator attempted to pace the patient and was able to achieve mechanical capture. Reportedly, the device pacing current would drop the zero and pacing would stop. The device operator reset pacing current multiple times. Patient outcome not reported.